Event description:
I put on a bandage containing 0.8% benzalkonium chloride overnight. The next day, the skin directly under the pad portion was severely inflamed and it was bright green and dark red. It was extremely painful and felt like it had been burned. It look several days for the skin to calm down, and the top layers of skin died and eventually peeled off. It remained tender, painful, and irritated for over a week. Otc product. The problem stopped after the person reduced the dose or stopped taking or using the product. Reason for use: small cut on skin. Frequency: as needed; transdermal. Dates of use: (B)(6) 2018.